Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, the customer's reported issue (pinhole and water was shooting out of the sides of the hose at the proximal end of the hose) was not confirmed or duplicated. During inspection and testing, the insertion tube had minor scratches, the insulation resistance value between the distal end and the connector was out of specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing, the side black wash cap was missing from the subject device, so they used another, unrelated cap. The device passed the leak test. Then, when the device was reprocessed, there was a pinhole and water was shooting out of the sides of the hose at the proximal end of the hose. There was no patient or user injury reported due to the issue. This report is being submitted for the incorrect reprocessing of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received regarding the customer's reported issues.

Event description:
Additional information was received regarding the customer's reported issues (during reprocessing, the side black wash cap was missing, so they used another cap; and there was a pinhole and water was shooting out of the sides of the hose): the subject device is an olympus loaner. The reported issues occurred when they were processing this loaner scope after arrival, and prior to use in their clinic. They noticed the leak and immediately notified olympus, and did not use the device on patients. There was no impact on any patients in their care due to the issues.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the user¿s understanding differed from olympus recommendation in device handling and reprocessing steps. The event can be detected by following the instructions for use (IFU) which state: IFU (reprocessing manual) states on water-resistant cap mh-553 at ¿3.1 required reprocessing equipment preparation of the equipment ¿. Olympus will continue to monitor field performance for this device.